Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Reporter's seriousness criterion: required intervention. The reporter was doubtful on causal relationship with previous seprafilm placement. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed lymphocele (cervix uteri) at the site of seprafilm application for post-operative adhesions prevention. Although, the role of device cannot be ruled out based on the device event temporal and anatomical relationship; however, the lack of information regarding patient's peri-operative conditions and relevant medical history precludes the complete case assessment.

Event description:
This serious unsolicited device case was received on (B)(6) 2013 from a physician. This case involves a female patient (age unspecified) who deployed lymphocele (cervix uteri) after placement of seprafilm. Medical history included cervix carcinoma and previous use of seprafilm. No concurrent conditions and concomitant medications were reported. On an unspecified date, the patient underwent surgery for cervix carcinoma. The surgeon had placed seprafilm in situ at the end of surgery (number of sheets, batch/lot number and expiration date (unknown). In a short delay of onset following surgery, the patient experienced voluminous lymphocele (cervix uteri). Action taken: not applicable. Corrective treatment: drainage. Outcome: unknown.